Event description:
It was reported that the patient that presented for a generator change due to normal eri. During the procedure the rv lead was imaged under fluoroscopy and externalization on the lead was noted. No electrical anomalies were detected. The lead was capped and replaced. The patient is doing well and will continue to be monitored.